Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010. A drain was placed and the reservoir activated. The surgeon noted that the patient's fluid ran back into the drain. The surgeon opined that the anti-reflux valve did not work properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conduced and the batch met all finished goods release criteria.